Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator indication for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient had experienced a loss or change of therapy. Patient reports implant seems to have stopped working. Patient states was up during the night to the bathroom like 6 times and has been going a lot. The patient does not feel stimulation and the therapy was on. Patient turned stimulation up and was able to feel stimulation. Event date: 2016 for no stimulation and (B)(6) 2016 for implant stopped working/going to the bathroom more at night. Patient moved and does not have managing hcp (healthcare provider).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient in response to follow-up reported that, with respect to a loss of therapeutic effect, the patient was talked through resetting.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.